Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1804227; medical device expiration date: 2023-03-31; device manufacture date: 2018-04-09; medical device lot #: 1804239; medical device expiration date: 2023-03-31; device manufacture date: 2018-04-09. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd discardit¿ ii syringe w/o needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd discardit¿ ii syringe w/o needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample or picture available for evaluation. DHR review for batch # 1804227: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (april 17th - 18th, 2018). Syringes were assembled in machine nº4208, nº4204, nº4252, and nº4251, in lot #8106962, lot #8099689, #lot #8085767 and lot #8075964. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8107653, #8099994, #8085749, #8072878, and #8075987, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8107657, #8099501, #8085753, #8075991, and #8072883, and no problems, defects or qn related to the reported issue were found. 1804329: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (april 20th ¿ 21st, 2018). Syringes were assembled in machine nº4208, nº4204, nº4252, and nº4251, in lot #8106962. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8107653, #8099994, #8085749, #8072878, and #8075987, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8107657, #8099501, #8085753, #8075991, and #8072883, and no problems, defects or qn related to the reported issue were found. Based on the customer description, bd considers that the particles could be composed by lubricant from the syringe barrel. If the particles are composed of lubricant, it is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.